Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rektor, I., dolezalova, I., chrastina, j., jurák, p., halámek, j., balá¿, m., brázdil, m. High-frequency oscillations in the human anterior nucleus of the thalamus. Brain stimulation. 2016. 9(4):629-631. Doi: 10.1016/j.brs.2016.04.010. Summary: deep brain stimulation of the anterior nucleus of the thalamus (antdbs) has recently been introduced in therapy for refractory epilepsy and is approved for clinical use in europe. Here we report the first description of interictal and ictal eeg recording in the human ant. Reported events: patient 3: a (B)(6) male patient who received vagus nerve stimulation (vns) therapy to treat bilateral temporal lobe epilepsy secondary to focal cortical dysplasia ¿did not respond¿ to the therapy, and ultimately had the device explanted prior to implantation of a deep brain stimulation (dbs) system. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.